Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error 322s which were not reproduced but were confirmed through review of the event history log. Evaluation found the lower link switch failing as it was slow to respond. The lower auxiliary was replaced to correct this condition. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate this issue.

Event description:
It was reported that a spectrum pump displayed multiple system error 322 alarms in the event history log. Any patient involvement, injury or medical intervention is unknown.